Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon receipt, the monitor failed incoming detect and treat testing. The cause for the pulse test failure was isolated to contamination on pca connectors j1002 and j1003. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
During investigation of monitor sn (B)(4) and reported that monitor displayed a service code 102 (charge profile fault).